Event description:
Pt had star poly and tibial component removed and replaced.

Manufacturer narrative:
Explanted items were not returned for eval. Distributor who observed the case said the original poly showed no wear. Pt is now pain free on follow-up.